Event description:
The hospital reported that they had a loading issue with the heartstring. There was no additional information that was provided.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25103243, 25103931 and 25109066 which were shipped to the account prior to the aware date. There was no nonconformance recorded related to the complaint defect. Internal complaint number - (B)(4).